Event description:
Procedure type: lower anterior resection. According to the reporter: the leak test during the procedure was negative. The pt presented 5 days post-op with a leak. Re-operation was performed and a colostomy was needed. At the time of reporting, the pt is doing fine.

Manufacturer narrative:
(B)(4).